Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in a vial-mate adapter. This occurred before use. It was stated that the vialmate adapter cored a vial of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot gr16h11044 was manufactured 8/19/2016. Lot gr15h25011 was manufactured 8/31/2015-9/3/2015. The device was received for evaluation attached to a drug vial and solution bag. Visual inspection noted grey particulate matter in the vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.